Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The product was returned to zoll canada for evaluation. The reported problem was verified and attributed to the processor bridge pace board. The processor bridge pace board was replaced to remedy the problem. Analysis of reports of this type has not identified an increase in trend.